Manufacturer narrative:
The reported event of connector sleeve deformed was confirmed. The reported event of lead curved was not confirmed. As received, a complete lead was returned in one piece with a connector sleeve. Visual inspection found one of the metal plates was damaged. Electrical testing did not find any indication of conductor fractures or internal shorts. The curvature of the lead distal to the right ventricular shock coil was observed but the waviness/curvatures found on the lead body was within specification. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. The cause of reported event is consistent with procedural damage.

Event description:
It was reported that during implant the right ventricular (rv) lead was found to be damaged in packaging. The distal part f lead was curved and connecter sleeve was deformed. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.